Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
I was reported that when using the esp¿ specialty gloves, the physician would have to use multiple pairs during a procedure due to tearing at the seams. No patient or provider complications were reported to be related to this event.